Event description:
Nobel biocare USA has received a report of an osseofailure for one implant -part# and lot# unknown. This is not a nobel biocare implant, but per 21 cfr 803.22, it is required that the loss be reported to the FDA. Qn# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).